Event description:
An intravascular ultrasound (ivus) catheter was introduced to evaluate the left main (lm) distal, which angiographically presented with 40-50% stenosis and no calcification. The physician advanced the ivus into the left anterior descending (lad) lesion, resistance was met and the physician pulled back, but the distal tip of the ivus was "blocked" in a mid 90% stenosed lad lesion. The physician "strongly pulled" the catheter and the wire out together. Upon visual examination by the physician the tip of the ivus catheter was elongated. The physician placed a new wire in the first diagonal branch proximal to the lad stenosis. He performed ivus of the lm analysis and lm distal minimal lumen diameter (mld) which was critical so he sent the patient for an elective coronary artery bypass graft (CABG). It is unknown if the ivus analysis of the lm was completed with the original catheter or a new one.

Event description:
An intravascular ultrasound (ivus) catheter was used and due to the stenosis the catheter would not move forward and the distal tip of the catheter was ¿wedged into the lesion¿. No additional details about the outcome of the procedure and the patient status have been obtained.

Manufacturer narrative:
The following fields were corrected: based on additional information obtained since the initial report the type of reportable, ae or product problem and outcome attributed to ae have been changed to reflect product problem and not adverse event as there was no patient harm due to this event. The device was not returned by the facility therefore no device analysis could be performed. A review of the device history record (DHR) was performed on the lot, no issues were found. No similar complaints by event description were found in the same lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the product was not returned for analysis it appears to have met specifications based on the DHR review. The root cause of this complaint has been determined to be due to operational context based on the event description, previous complaints of this nature and the anatomical and procedural factors encountered during the procedure.